Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reports that the codman hakim programmable valve had to be explanted from a patient only 2 weeks after its initial implantation due to breakage and disconnection at the point where the siphon-guard device joins with the valve system.